Manufacturer narrative:
(B)(4): no conclusion can be drawn. No product code or lot number was provided. Symptoms were treated with dermocorticoide. Pt condition now is described as fine. List of dressing components sent to the doctor for identification of potential allergen.

Event description:
A knitted cellulose acetate non-adherent dressing was used on post-op wound in (B)(6). Pt suffered an allergic reaction with "bleb" (large blister).